Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) for fibromyalgia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia, horrible heavy period"), inflammation ("chronic inflammation"), urinary tract infection ("frequent uti's"), vulvovaginal mycotic infection ("yeast infections"), depression ("depression"), anxiety ("anxiety"), dysuria ("trouble urinating"), urinary incontinence ("leakage urine/incontinence "), migraine ("migraine headache"), nausea ("nausea"), neuralgia ("chronic nerve pain"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/chronic fatigue"), gastroduodenal ulcer ("ulcer gastroduodenal "), gastrooesophageal reflux disease ("gerd"), hirsutism ("facial hair"), alopecia ("hair loss"), bladder disorder ("bladder disorder nos"), tooth fracture ("lots of cracking teeth"), abdominal pain upper ("stomach pain"), dysplasia ("she have hip dysplasia"), arthritis ("arthritis"), contusion ("she also keep getting bruisitis"), arthralgia ("right hip pain") and groin pain ("stabbing pain at groin area top of her thigh"), underwent tooth extraction ("dental problems") and was found to have arthroscopy ("hip arthroscopy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fibromyalgia, menorrhagia, inflammation, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, dysuria, migraine, nausea, tooth extraction, neuralgia, arthroscopy, dyspareunia, gastroduodenal ulcer, gastrooesophageal reflux disease, hirsutism, alopecia, bladder disorder, tooth fracture, abdominal pain upper, dysplasia, arthritis, contusion and arthralgia outcome was unknown, the vaginal haemorrhage, urinary incontinence, dysmenorrhoea and vaginal discharge had resolved and the fatigue had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, arthritis, arthroscopy, bladder disorder, contusion, depression, dysmenorrhoea, dyspareunia, dysplasia, dysuria, fatigue, fibromyalgia, gastroduodenal ulcer, gastrooesophageal reflux disease, groin pain, hirsutism, inflammation, menorrhagia, migraine, nausea, neuralgia, pelvic pain, tooth extraction, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: trailing 3 coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: fibromyalgia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy periods, pain with intercourse,migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: social media received event " lots of cracking teeth , stomach pain, she have hip dysplasia, arthritis, she also keep getting bruisitis, right hip pain, stabbing pain at groin area top of her thigh" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) for fibromyalgia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("chronic inflammation"), urinary tract infection ("frequent uti's"), vulvovaginal mycotic infection ("yeast infections"), depression ("depression"), anxiety ("anxiety"), dysuria ("trouble urinating"), urinary incontinence ("leakage urine/incontinence "), migraine ("migraine headache"), nausea ("nausea"), neuralgia ("chronic nerve pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/chronic fatigue"), gastroduodenal ulcer ("ulcer gastroduodenal "), gastrooesophageal reflux disease ("gerd"), hirsutism ("facial hair"), alopecia ("hair loss") and bladder disorder ("bladder disorder nos"), underwent tooth extraction ("dental problems") and was found to have arthroscopy ("hip arthroscopy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, fibromyalgia, menorrhagia, inflammation, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, dysuria, migraine, nausea, tooth extraction, neuralgia, arthroscopy, dyspareunia, gastroduodenal ulcer, gastrooesophageal reflux disease, hirsutism, alopecia and bladder disorder outcome was unknown, the vaginal haemorrhage, urinary incontinence, dysmenorrhoea and vaginal discharge had resolved and the fatigue had not resolved. The reporter considered alopecia, anxiety, arthroscopy, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, gastroduodenal ulcer, gastrooesophageal reflux disease, hirsutism, inflammation, menorrhagia, migraine, nausea, neuralgia, pelvic pain, tooth extraction, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: trailing 3 coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: fibromyalgia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy periods, pain with intercourse,migraine, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media case. Event outcome for fatigue was updated based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included duloxetine hydrochloride (cymbalta) for fibromyalgia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), inflammation ("chronic inflammation"), urinary tract infection ("frequent uti's"), vulvovaginal mycotic infection ("yeast infections"), depression ("depression"), anxiety ("anxiety"), dysuria ("trouble urinating"), urinary incontinence ("leakage urine/incontinence "), migraine ("migraine headache"), nausea ("nausea"), tooth fracture ("dental problems"), neuralgia ("chronic nerve pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastroduodenal ulcer ("ulcer gastroduodenal "), gastrooesophageal reflux disease ("gerd"), hirsutism ("facial hair"), alopecia ("hair loss") and bladder disorder ("bladder disorder nos") and was found to have arthroscopy ("hip arthroscopy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, fibromyalgia, menorrhagia, inflammation, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, dysuria, migraine, nausea, tooth fracture, neuralgia, arthroscopy, dyspareunia, fatigue, gastroduodenal ulcer, gastrooesophageal reflux disease, hirsutism, alopecia and bladder disorder outcome was unknown and the vaginal haemorrhage, urinary incontinence, dysmenorrhoea and vaginal discharge had resolved. The reporter considered alopecia, anxiety, arthroscopy, bladder disorder, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, gastroduodenal ulcer, gastrooesophageal reflux disease, hirsutism, inflammation, menorrhagia, migraine, nausea, neuralgia, pelvic pain, tooth fracture, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: trailing 3 coils on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: fibromyalgia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, heavy periods, pain with intercourse, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received. Reporters information updated. Event: abnormal bleeding (vaginal, menorrhagia), chronic inflammation, frequent uti's and yeast infections, depression, anxiety, trouble urinating, leakage urine migraines / headaches, nausea, dental problems, fibromyalgia, chronic nerve pain, dysmenorrhea (cramping), hiparthroscopy twice, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, ulcer gastroduodenal, gerd, facial hair, hairloss were added. Lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.